Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changesand causes fogging. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number (B)(4).

Event description:
Foggy image detected at distributors inspection. This event occurred at the time of during inspection. There was no report of patient harm.